Manufacturer narrative:
Two devices were returned and evaluated. The evaluation result is as follows: two devices were received and evaluated for the complaint regarding the device fell off event. All devices were inspected and due to the adhesive foam pad used condition, the original adhesion properties could not be verified. The complaint about these devices could not be confirmed.

Event description:
The patient reported that three v-go 30 devices came off after about an hour of applying the v-go device. The patient stated that there was physical activity when the v-go devices came off and some perspiration occurred. The patient confirmed that there was no interference with clothing.